Event description:
A healthcare worker experienced a burning sensation with a whitening of the skin on her left thumb and forefinger. The employee was filling a case cart. She removed an item from the shelf in the sterile area, and as she handled the peel pouch she experienced a burning sensation. The employee did not take note or record the load that the item was originally sterilized in. The cycle had completed on the load and the vaporizer plate was in place.

Manufacturer narrative:
H6: as a result of asp's on-going post-marketing surveillance related to the sterrad 100s sterilization system, asp has developed a new and robust vaporizer plate in response to reports involving minor hydrogen peroxide. This info was distributed worldwide effective september 26, 2005.